Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the touchscreen of his adc freesytyle libre reader was unresponsive and he was therefore unable to activate his new sensor. Customer further reported that on (B)(6) around 12:00 pm he was "throwing up the whole day and (his) friend called the ambulance". The customer also reported to have self-administered short acting insulin (time unknown). The customer was transported to a hospital where a laboratory blood glucose result of 28 mmol/l (504 mg/dl) was obtained. Customer was diagnosed with hyperglycemia in addition to food poisoning. The customer was treated with intravenous fluids, insulin, and antibiotics. Customer remained in the hospital until (B)(6). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the touchscreen of his adc freestyle libre reader was unresponsive and he was therefore unable to activate his new sensor. Customer further reported that on (B)(6) around 12:00 pm he was "throwing up the whole day and (his) friend called the ambulance". The customer also reported to have self-administered short acting insulin (time unknown). The customer was transported to a hospital where a laboratory blood glucose result of 28 mmol/l (504 mg/dl) was obtained. Customer was diagnosed with hyperglycemia in addition to food poisoning. The customer was treated with intravenous fluids, insulin, and antibiotics. Customer remained in the hospital until (B)(6). There was no report of death or permanent injury associated with this event.